Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement test, active measurement test and self test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. No frozen display, black display, notification light on red, unexpected alarming or stuck button alarm noted. Pump received with normal operating currents. No unexpected battery failed alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a keypad anomaly and the display was black as well as frozen. The customer¿s blood glucose level was unknown at the time of the incident. Customer was unable to successfully clear the alarm. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was not advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.